Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a programming issue could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "this is in regards to a large volume infusion pump called the alaris pump, manufactured by carefusion.there is an issue with one of the prompts when setting up the pumps infusion rate.when programming the pump, the prompt (guardrails drug setup) which sets up the amount of drug and total volume amount including the diluent is causing confusion. At this step the diluent is listed as the total volume which causes an error in the concentration of the medication that is being administered. The phrasing of "diluent volume" according to the pump, actually means total volume which would be the reason for the concentration error.the term diluent is commonly defined in healthcare practice as the substance used to dilute another substance. The phrasing of "diluent volume" should actually be phrased as "total volume" in order to obtain the correct concentration of the medication being administered." There is no report of patient involvement.